Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that the extension tubing separated from the catheter adapter was confirmed; however, the root cause could not be determined from the photograph that was provided for investigation. The photos showed a 20g nexiva unit with evidence of use. It appeared that the extension tubing completely separated from the catheter adapter. No defects associated with the manufacturing process could be confirmed from the photographs. As the device had been opened and exhibited evidence of use, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. Complaints received for this device and reported condition will continue to be tracked and trended. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva with maxzero tubing separated from the hub. The following information was provided by the initial reporter: the rn was obtaining IV access when the pigtail came off the hub, unknown if obtaining labs at time of failure. What was the impact to the patient? The patient required an additional IV stick to obtain access due to the failure. How was treatment completed for customer? Another IV was obtained using an nexiva. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. There were no adverse events or injury known from the failure other than requiring another IV stick.